Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced stimulation in a wrong location. An impedance check revealed high impedances on multiple contacts. X-rays revealed the lead had migrated. As a result, the patient will undergo surgical intervention.